Manufacturer narrative:
An additional lot number was reported (lot #m015671). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred with multiple cartridge. Also, the customer experienced an inaccurate fill estimate when loading a new cartridge. The customer's blood glucose level was 450 mg/dl and it was addressed with manual injections. It was confirmed that the customer had manual injections available as backup insulin therapy.